Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.1. Hardware: iphone14.7. Cgm sensor type: g7.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device between 36 and 48 hours. Patient reported the infusion site to be very red. The patient was taken to the doctors and diagnosed with an infection. The patient was treated with prescribed antibiotics by his primary care physician.